Manufacturer narrative:
The device was evaluated on site by a siemens svc engineer. The reported problem was reproduced and the flow transducer was replaced. The device functioned within specs and was returned to svc. The suspect flow transducer was returned to the MFR for further analysis. The MFR was unable to reproduce the reported problem with the flow transducer. The cause of the reported problem could not be determined because the MFR could not reproduce the problem.

Event description:
The ventilator was connected to a patient. The customer reports that the ventilator delivered high volumes. Inspiratory tidal volume displayed a negative 1560 ml. The expiratory tidal volume read a positive 1560 ml. There was no patient injury, the alarm status is unknown.